Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. Customer states that they placed permcath 40cm from left subclavian vein. The next day, the pt reported pain, increasing gradually. The customer noticed that the precaval vein and mediastinum were damaged. Doctor says that he/she thinks they were damaged during dilation although the immediate cause of the damages is not clear. The doctor also says that there was no problem in dilation. Additional info was requested, but unable to get as customer is in (B)(6) and communication after (B)(6) is difficult, with no response received to several requests.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.